Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: there was no activity related to the complaint observed in black box or download history. No voltage drops in black box..no overheating was duplicated during testing. The pump electrical current draws were found to be within specification. The pump was opened and there was no damage or evidence of internal moisture found. Investigation did not confirm no duplicate the complaint.